Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to detect a pause due to the dual sense algorithm in the device. It was noted that the episode was true with pronounced p waves and the pause had been rejected. It was further reported that the true pause episode was displayed as false on the remote monitoring network report. The icm remains in use. No patient complications have been reported as a result of this event.